Manufacturer narrative:
The corrections are as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8085737 . Medical device expiration date: n/a. Device manufacture date: 2018-05-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that difficult plunger occurred with a relion® insulin syringe. The following information was provided by the initial reporter, "material no: 328519 batch no: unknown it was reported that the plunger rod is difficult to move during injection. Snow verbatim states, "relion consumer reported that the plunger rod is difficult to move during injection, said he had no problem drawing the insulin, does not re-use. Problem involved three different boxes, consumer does not have the lot #s for the other two boxes but said they were the same 6mm, 31g, 1ml syringes. Lot # for current box is 8085737, product # 328519, no expiration date."

Event description:
It was reported that difficult plunger occurred with a relion® insulin syringe. The following information was provided by the initial reporter, "material no: 328519 batch no: unknown. It was reported that the plunger rod is difficult to move during injection. Snow verbatim states, "relion consumer reported that the plunger rod is difficult to move during injection, said he had no problem drawing the insulin, does not re-use. Problem involved three different boxes, consumer does not have the lot #s for the other two boxes but said they were the same 6mm, 31g, 1ml syringes. Lot # for current box is 8085737, product # 328519, no expiration date."

Manufacturer narrative:
Investigation: customer returned 3 loose syringes in an open polybag of relion 1cc, 6mm, 31g syringes (lot #8085737). Customer states that the plunger rod is difficult to move during injection, said he had no problem drawing the insulin. The returned syringes were examined and all were manually tested for plunger ro movement. All 3 plunger rods moved without any dificulty. The alleged issue could not be confirmed. A review of the device history record was completed for batch# 8085737. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. The reported lot# 8085737 was not found for the catalog number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficult plunger occurred with a relion® insulin syringe. The following information was provided by the initial reporter, "material no: 328519 batch no: unknown. It was reported that the plunger rod is difficult to move during injection. Snow verbatim states, "relion consumer reported that the plunger rod is difficult to move during injection, said he had no problem drawing the insulin, does not re-use. Problem involved three different boxes, consumer does not have the lot #s for the other two boxes but said they were the same 6mm, 31g, 1ml syringes. Lot # for current box is 8085737, product # 328519, no expiration date."